Manufacturer narrative:
Corrected sections as of (B)(6) 2021: correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. No defect found on returned meter and strips. Most likely underline root cause - mlc-025 strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 02-mar-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she was no longer experiencing symptoms. Customer stated she had contacted her doctor that day due to being unable to obtain a blood glucose test result using the true metrix air meter; customer stated the doctor had prescribed her a new meter.

Event description:
Consumer reported complaint that the true metrix air meter would power up but not go into test mode. At the time of the call the customer reported having blurry vision; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is 02/26/2021. The true metrix air meter did not go into test mode during the call and the customer was unable to perform a blood test.